Manufacturer narrative:
Concomitant medical products: product ID: 51121 competitor lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was a "problem" with their lead and it had already been "fixed." The lead remains in use. No patient complications have been reported as a result of this event.